Event description:
It was reported that the "plaintiff was implanted with the perigee prolapse repair system" on (B)(6) 2006. "Product was implanted to treat pelvic organ prolapse." The plaintiff's attorney alleges that "negative response promotes inflammation of the pelvic tissue and contributes to the formation of severe adverse reactions to the product, such as those experienced by the plaintiff." It was also alleged that the "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and has undergone corrective surgery and hospitalization, has suffered financial or economic loss, including but not limited to, obligations for medical services expenses, lost income."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.